Manufacturer narrative:
Device not returned

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose ranged from 360-361 mg/dl. The customer reverted to manual injections for insulin therapy.